Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they had a blank screen on the insulin pump. The customer also reported the display was blinking and the screen was dark. The customer's blood glucose was unknown. Troubleshooting did not occur for the insulin pump. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump was received with a blank flashing white lcd display anomaly due to a cracked lcd controller. Unable to perform the displacement, rewind, seating and basic occlusion tests due to a flashing white lcd display. The pump was received with a scratched case.